Manufacturer narrative:
(B)(4). This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the emea region stating "the angle wire is ruptured" involving pentax medical video gastroscope model eg-1690k, serial number (B)(4). The event was reported to have occured in the operating room, before use. There was no report of death, serious injury or other significant/ important medical event. No additional information was provided. The angle wire must be replaced as part of the service repair.